Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion with the dilator and sheath was confirmed. The customer returned one guide wire. The dilator and the sheath were not returned. Visual examination revealed that the guide wire had three kinks and the j- bend appeared typical. The kinks were measured at 14.9, 18.4, 33.0 cm from the distal end. Microscopic examination confirmed the three kinks and that both welds were full and spherical. No separations or offset coils were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured 455 mm in the total length and exhibited an outside diameter (od) measured 0.852 mm. The returned guide wire was within specification for length and od per the guide wire graphic (length: 450.0 - 458.0 mm and od: 0.838- 0.877 mm). The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The device history record review was performed and did not reveal any manufacturing related issues. The probable cause of the guide wire kinking during insertion could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported this account went from using a non-coated mac to a coated mac. The physician expressed that when he used the newly built kit he needed to assert more force pushing the dilator through the catheter. He also felt a lot of friction while advancing the dilator and mac through the patient's skin and into the vessel "more than he has ever felt before". He stated he breaks the skins barrier and enters the vessel and will advance 2-3cm and then pulls the dilator back into the catheter, only to advance the mac further into the vessel. He does this because it avoids risk of puncturing the right atrium. The guide wire was bent significantly. There was no delay in treatment and no patient death or complications reported.